Event description:
It was reported by the affiliate that the (1) tim 20 and the (1) tir20 were used during an unknown procedure. It was reported that the devices malfunctioned. There are no other details. The case was completed with another instrument. There was no pt consequence.